Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.

Event description:
The following information was reported to the sales representative by the user facility: "it was a beautiful clean artery. The handle would not slide down to engage. Used another device to achieve hemostasis."